Event description:
The customer reported during a case the system the monitors went black. This situation is a potential hazard because the customer is unable to view fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.